Manufacturer narrative:
Product complaint # (B)(4). Thrombosis / ischemia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Mitral valve incompetence: the cause of the injury was not determined due to insufficient clinical details. The pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant in japan had a critical patient with ami/cgs placed on a cp pump for 5 days when explanted. At the time of explant the team observed limb ischemia and thrombosis that was treated by fogarty balloon embolectomy. This mr was discovered at the time of weaning, so it occurred before, not after, removal. It is unclear whether it occurred before or after impella insertion. Furthermore, it was confirmed that the device was correctly at the apex of the heart, and did not interfere with the mitral valve. Therefore, the doctors believe that it is more likely to be a mechanical complication after mi, rather than chordae tendineae rupture caused by the impella.